Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery malfunctioned. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the battery malfunctioned. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the battery, which was replaced. The device was returned to full functionality and remains at the customer's site. No further action is warranted at this time.